Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a15 captures the reportable event of clip unable to deploy. Imdrf patient code e0506 captures the reportable event of hemorrhage major.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the nurse advised that the 360 resolution clip did not release despite multiple attempts and device manipulation. The wire release mechanism had to be cut with wire cutters, and the colonoscope was withdrawn with the wire still attached to the clip. The colonoscope was then reinserted to the polypectomy site, where the clip had become dislodged and some more active bleeding was observed after the clip was dislodged. The physician added to more clips than originally planned to control the bleeding. The procedure was completed with another resolution 360 clip. There were no patient complications reported following this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the nurse advised that the 360 resolution clip did not release despite multiple attempts and device manipulation. The wire release mechanism had to be cut with wire cutters, and the colonoscope was withdrawn with the wire still attached to the clip. The colonoscope was then reinserted to the polypectomy site, where the clip had become dislodged and some more active bleeding was observed after the clip was dislodged. The physician added to more clips than originally planned to control the bleeding. The procedure was completed with another resolution 360 clip. There were no patient complications reported following this event.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a15 captures the reportable event of clip unable to deploy. Imdrf patient code e0506 captures the reportable event of hemorrhage major. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of "clip failure to release from catheter, additional device required, unexpected medical intervention and hemorrhage, major" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the information provided, the most probable cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for analysis, preventing assessment for any device defect. The reported patient codes "additional device required," "unexpected medical intervention," and "major hemorrhage" correspond to known adverse events described in the product labeling. As all reasonable actions have been completed, the event is concluded to fall within the known inherent risks of the device.